Event description:
It was reported that transtelephonic monitoring revealed a magnet rate of about 62 ppm. During a clinical visit, measured battery data was 2.26 v, 9 ua, 27 kohms. One month previous, the magnet rate was 70 ppm, still showing at beginning of life. The patient paced about 45% of the time.